Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Reporter is synthes sales representative. A device history record (DHR) review was conducted for part: 03.033.003-us, lot: l750737: manufacturing site: (B)(4), release to warehouse date: 01. March 2018: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection performed at customer quality (cq) observed that one of the cam lock levers of the aiming arm was broken. The broken piece was returned at customer quality. No new issues were identified on the other portions of the device. The returned device condition is consistent with the given complaint description; therefore, the complaint was confirmed. Furthermore, the complaint description states that the device was dropped accidentally which contributed to the breakage. Therefore, based of complaint description unintended use error was determined to be the potential cause. Material / hardness review: a review of the device history records showed that there were no issues at the time of manufacturing of this device and its sub components that would contribute to the complaint condition the device history record shows this lot of pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual criteria at the time of release with no issues documented during the manufacturing process. Material review was not able to be performed as only top level of the device history record reviewed as sub-components are not lot tracked. However, upon visual inspection no voids or material irregularities were observed. Furthermore, the device was broken due to excessive dropping forces. Therefore, the material and its properties could not have contributed to complaint condition. Conclusion: the given complaint condition is confirmed, and it is confirmed that use error is the potential cause for the complaint condition. During the investigation no unidentified issues were found. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the gray plastic piece that holds the trocars on a radiolucent aiming arm broke in half when the device was dropped. This occurred outside of the operating room on (B)(6) 2018, as femoral recon nail instrumentation was being placed into a graphics case. No procedure or patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additionally, relevant drawing was reviewed; no design defect was observed during the investigation. Dimensional inspection was determined inapplicable as the device was subjected to drop forces during usage causing it to break. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.